Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02273 and 02274.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-02273 and 1225714-2014-02274. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient expired three days after the event.